Event description:
It was reported that 150 minutes prior to a procedure to repair ruptured aortic aneurysm, the pt's platelet count was 155,000/ul. Eight minutes after initiation of cardiopulmonary bypass, the arterial line flow rate decreased from 3.5 lpm to 1.7 lpm. The reporter judged that it was possible to continue extracorporeal circulation at this flow rate, and did so for 63 minutes until coming off bypass, when the device was removed from the circuit. Cpb was resumed 188 minutes later at a flow rate of 3.2-3.5 lpm for 167 minutes. Following the discontinuation of cpb, the platelet count was 60,000/ul. Closure proceeded for 151 minutes, and the pt left the operating room, where the platelet count was measured at 27,000/ul. The pt died 29 minutes later. The physician-in-charge reported that the performance (partial blockage) of the device was not the cause of death, which was precipitated by a consumptive coagulopathy which had developed following the aortic aneurysm one week previous, creating a large hematoma around the aortic arch. The physician thought the decrease in flow eight minutes into cpb was occasioned by entrapment of platelets in the device; this postulated decrement in circulating platelets was thought to have contributed to the existing and progressive thrombocytopenia which continued throughout the procedure, resulting in an intractable failure of hemostasis.